Manufacturer narrative:
The customer called the company technical support specialist (tss) to assist with troubleshooting. The tss advised the customer to check the I/a handpiece and I/a tip and replace if necessary. The customer did not request service. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints did not indicate any additional similar reports for this system. The root cause could not be determined conclusively. (B)(4).

Event description:
A customer reported aspiration problem while in I/a mode during a procedure, two other handpieces were tried with the same problem. The system was exchanged to complete the procedure with less than a 15 minute delay. There was no pt harm.